Event description:
During a right hemicolectomy surgery, the tip broke, and three pieces detached and entered the abdomen. The pieces were successfully recovered, and the procedure was completed using another device. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the probe was broken at 16.05 mm from its distal end; the broken probe tip was not returned. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.